Event description:
Pentax medical was made aware of an event on (B)(6) 2015 stating "post ercp bactermias with ctx re coli which has been associated with patients since (B)(6)." The duodenoscope involved was received at pentax medical on 07/09/2015 to repair a reported leak and is currently on hold pending further evaluation. Good faith effort attempts were made via e-mail on (B)(6)2015 to the facility to confirm details of the event, and to obtain a facility contact to receive information on the 3 patients. No information has been received from the facility to date.